Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) levels ranging between 400-500mg/dl and diabetic ketoacidosis. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, the pump delivered less insulin than requested for a bolus. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.